Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 days after the dental implant was installed in intraoral region #3, it was verified its non osseointegration; 45 ncm of primary stability was achieved and immediate loss was not performed. The pt had low bone quality (bone type iii).